Manufacturer narrative:
(B)(4). Summary: one empty labeled winding former, a detached needle and one dispensed suture of product code: sxpp1a300 were received for analysis. During the visual inspection of sample, the swage and attachment area were not observed to be as expected; since, the hit of the stake was higher than usual, causing that hit of the stake come across with the solid part of the needle. This condition caused the needle pull off. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the pull off suture needle suggest is an incorrect swage.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that the needle detached from the suture prior to surgeon completing suture. There were no adverse patient consequences reported.